Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to a shorted pld u1003 component on the ca board.   The root cause for the shorted pld u1003 component could not be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported a monitor will not power on.